Manufacturer narrative:
The lot number for the device is not known. Therefore, a review of the device history records could not be performed. The complaint sample has not been returned to the manufacturer for evaluation to date. Therefore, a sample evaluation could not be performed.

Event description:
It was reported that CT imaging, taken after a motor vehicle accident, demonstrated that a previously placed ivc filter had two fractured arms. Reportedly, one filter arm was located within the filter and the other was located int eh pt's pulmonary artery. The filter and both detached arms were successfully retrieved. Reportedly, the pt was asymptomatic prior to the accident and is not to undergo placement of a second filter. The pt is currently in ICU recovering from the accident.